Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer stated that the contacts on the battery cap was not missing, damaged. The customer reported that they had performed the troubleshooting and display was not returned after insulin pump restart. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The devise will not be returned for analysis.